Event description:
I had the essure implanted in (B)(6) 2010. Afterwards, I had heavier periods and pain after intercourse. In (B)(6) 2017, I had a sharp pain on the left side and then that pain spread across the entire pelvic area. I have had intense pelvic pain, pain shooting down my left leg and into my knee, and some right knee pain as well. The CT scan done in (B)(6) did not show anything out of place with the essure (only 2 very small ovarian cysts) but I will be having a hysterectomy on (B)(6) 2018 to hopefully resolve the issues by removing the essure device.